Event description:
The customer reported a filmer stuck error code at boot up. No pt injury was reported.

Manufacturer narrative:
The service rep recalibrated the filmer and system was restored to normal operation and is operating as intended.